Manufacturer narrative:
The event date is approximate. The serial number and UDI were not provided. The consumer's contact address was not provided. The manufacture date could not be identified based on available information.

Event description:
The consumer alleged that their aifloss exploded during test. There was no indicated injury or property damage reported.

Manufacturer narrative:
E1: the consumer's contact address was identified and updated.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.